Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and an anterior-3 (a3) prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. A second mitraclip was successfully placed on the leaflets, and deployment steps were initiated. There was challenges detaching the clip from the shaft. Troubleshooting was performed successfully after multiple attempts. Post-deployment there was lateral shaft movement visualized and then there was a single leaflet detachment (slda) with the clip no longer attached to the anterior leaflet. The procedure was discontinued; the final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.